Event description:
It was reported that approximately one year and eight months post-implantation, the patient underwent a hip revision due to dissociation of the head and bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-1055, lot# 3144950 delta ceramic option head dia28. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.